Event description:
Pt admitted w/dka and renal failure. A PICC line was inserted for antibiotics for treatment of endocarditis. Catheter data: size-5 fr-single lumen, trim length-40cm. The catheter was removed, the pt was discharged. The pt was re-admitted with hyperglycemia and the cxr noted a broken catheter was noted in the right atrium and ventricle. The distal end of the catheter was removed via cardiac cath. The procedure was well tolerated by the pt.